Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device indicated occlusion out of range (72.2). This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a scratched screen. The customer stated problem was duplicated. Replaced the defective downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.